Manufacturer narrative:
(B)(4). Medwatch number: mw5073908. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink continu-flo solution set leaked. While in the operating room, the sterile line was changed along with new unspecified IV fluids. Approximately two hours later the patient observed a disconnected tube. The lipid tubing was noted to be broken off just distal to blue lipid filter and completely severed. The central line was immediately clamped with a proximal clamp. Blood noted to be backflowing up into lipid filter, but no blood loss apparent. Lipid infusion stopped. Additional sterile line change and external tug loop secured. There was no patient injury or medical intervention associated with this event. No additional information is available.